Manufacturer narrative:
(B)(4). No tests/laboratory data was available. Other relevant history: no information was available.

Event description:
This case was investigated in accordance with the manufacturer's policy. It was reported the catheter was used for pci. At the second ivus when the catheter was attempted to be inserted into the sheath outside the body, the user found the outer telescope was damaged. The device was inspected during prep and no damage was observed. No resistance was felt at any time nor was the device stuck. No damage was observed upon removal from the patient. The device was removed on its own. No additional medical or surgical intervention was required to remove the device. There was no patient injury and no adverse events. Treatment was completed by this procedure and the patient was discharged as expected. Patient's condition today was noted as "stable." Vessel: lad, occlusion: 90%, tortuousness: moderate, calcification: moderate, plaque: yes visual and microscopic inspection was performed on the returned device. The device was received in two pieces with a shaft separation at 336mm distal to the distal telescope strain relief. The drive cable was exposed and was kinked at 91mm from the proximal end of the break. There was also a white residue present in the distal tip. The reported failure of "telescope damaged/broken" could not be duplicated as no damaged was observed at this location. This MDR is being submitted due to the shaft separation. Device manipulation, impact and applied pressure during use can affect the integrity of the device. We could not conclusively determine when or how the shaft separation occurred. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. There were no nonconforming material reports or deviations noted that would contribute to the reported failure mode. This complaint will be monitored as part of complaint data analysis.